Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported that the rechargeable battery burned the side of his processor. The patient was not injured and the controller has been returned for analysis. The battery was lost by the patient.